Event description:
Complainant alleged that after pacing a female pt for five minutes, the device was no longer able to capture the pt's heart rhythm. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.